Event description:
Medtronic received a report that the distal end of the floating microcatheter was broken. During the embolization of the patient's left lateral sinus dural arteriovenous fistula, when the operation was about to be completed, the marathon catheter was pulled out and the distal end of the catheter broke. The use of the floating microcatheter was immediately stopped and replaced it with a new floating microcatheter. The operation continued. After the operation, the patient returned to the ward without discomfort. The patient had tortuous blood vessels and a complex dural arteriovenous fistula. The pressure cooker technique was needed to fill the spring coil, the liquid embolization system was used to plug the fistula. During the withdrawal of marathon catheter, it was closely connected with adhesive, and the marathon catheter was broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient recovered well after the operation and has been discharged from hospital. No patient symptoms or complications were reported. Only the distal end of the catheter was broken and remained in the patient's body, the rest of the catheter was removed. It remains in the occipital artery to external carotid artery. No damage was noticed on any device. The customer reported that there was no problem with the product. In this incident, the risks were foreseeable in the surgical plan and the operation itself (because maximum embolization was required, a larger amount of onyx needed to be infused, the time needed was longer, and the risk of tube sticking would increase). The reason for switching to another floating microcatheter was that it was necessary to continue embolization from another blood supply artery. Therefore, the customer did not think it was a product problem and there was no need to return for evaluation.